Event description:
Deformity treatment pectus excavatum, details (haller index, symmetric/asymmetric) are not available. Pt = male, born (B)(6) 1996. Operation date: (B)(6) 2013. Stratos bar ref unk, broken in the middle. Date of breakage not detectable. Explantation planned. Products available for inspection: no information available.

Manufacturer narrative:
Pectus excavatum (pe) treatment was performed with two bridges, consisting of one bar and two clips. The recommendation for pe is the use of 3 bridges. The reoperation (explantation) was not yet performed. Implantation was 13 months ago. The decision if or when to remove implants rests with the surgeon. In any event, postoperative evaluation of the pt is mandatory. It is recommended to see each pt in reasonable intervals (every 4-6 months). Material was not available during this report for inspection. Lot numbers are not available for reporting about production and material details.